Manufacturer narrative:
The stapler 45 instrument involved with this complaint was returned to isi and evaluated. The torque levels of the instrument were found to be acceptable. The instrument was tested with green stapler 45 reloads and under very high tissue challenges and all fires had acceptable staple formation. No evidence was found to suggest the stapler 45 instrument would produce a poor staple line under normal circumstances. The green stapler 45 reloads used during the surgical procedure were not returned to isi for evaluation. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. During the surgical procedure, 6 inadequate clamps were identified per the system logs. A total of 9 clamps were attempted during the surgical procedure. In addition, a total of 3 green stapler 45 reloads were used during the case and all 3 reloads fired successfully. No other related system errors were found. Per the endowrist stapler 45 system user manual, the following is noted: if the inadequate clamp message appears, first be sure that there are no obstructions in the target tissue. If there are no obstructions and the clamp status is close to the fully clamped position, it may be possible to achieve a full clamp. The following actions may be attempted to complete the clamp: re-clamp (if the clamp status has reached at least 90 percent complete): hold the clamp for 15 seconds after the inadequate clamp message appears; the stapler 45 instrument may still be applying force to the tissue held between the jaws allowing tissue to further compress. Unclamp by tapping the associated blue pedal once. As soon as the stapler 45 instrument starts unclamping, press and hold down the associated blue pedal to recommence clamping. If clamping does not complete on the second attempt, refer to the steps below to either reposition the instrument or switch to a larger stapler 45 reload size if one is available. Before switching to a larger reload verify the closed staple height (per table 1-2 stapler 45 reload specifications) will be appropriate for the thickness of the target tissue. If the clamp status on the initial attempt did not reach at least 90 percent complete or if the inadequate clamp message still appears after you attempt to re-clamp as described above, you may try either of the following actions: - reposition: tap the associated blue pedal once to unclamp. Reposition the stapler 45 to either grasp thinner tissue or to reduce the amount of tissue in the jaws. Then press and hold the associated blue pedal to clamp. Change to a stapler 45 reload designed for thicker tissue (if available): tap the associated blue pedal once to unclamp. Remove the stapler 45 from the instrument arm and remove the reload. Install a stapler 45 reload size intended for thicker tissue if one is available. Before switching to a larger reload, verify the closed staple height (per table 1-2 stapler 45 reload specifications) will be appropriate for the thickness of the target tissue. Once the stapler 45 reload has been replaced, reinstall the stapler 45 onto the instrument arm. This complaint is being reported due to the following conclusion: during the da vinci-assisted low anterior resection procedure, a staple line leak was identified where a green stapler 45 reload was allegedly used. As a result of the staple line leak, the patient reportedly required a colostomy. However, at this time, the cause of the staple line leak is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the stapler 45 instrument used during the case fired and cut using green stapler 45 reloads. However, according to the initial reporter, a staple line allegedly did not form in a location where the green stapler 45 reloads were used. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event. The patient was a large male who had a low, radiated tumor. As a result of a staple line leak that was identified, the patient ended up receiving a colostomy. The initial reporter was unable to provide any additional information regarding the reported event.